Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the constant tone did not stop after removing the battery. The customer's blood glucose was 3.4 mmol/l at the time of incident. The customer stated that the constant tone occurred when the insulin pump was suspended. The customer stated that the constant tone and alarm was not cleared successfully. The customer stated that an alarm did not occur prior to the constant tone. The customer was advised to put the insulin pump into rest. The customer stated that the insulin pump did not return to normal function after rest. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.